Manufacturer narrative:
Part: 441.371s, lot: 5l69519, manufacturing site: (B)(4), release to warehouse date: 28.aug.2019, expiry date: 01.aug.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent open reduction internal fixation surgery for the right ulna shaft fracture. The surgery was completed successfully without any surgical delay. On (B)(6) 2020 when the patient lifted up his/her child, he/she felt something wrong. On (B)(6) 2020 the patient visited the hospital and it was discovered that the plate had been broken. On an unknown date the plate was removed and a new plate was implanted. This report is for one (1) ti lcp one-third tubular plate w/collar 7 holes/81mm. This is report 1 of 1 for (B)(4).